Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot number the manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision and had a refractive error issues. The iol was exchanged with an alternate iol, 105 days following the initial procedure. Additional information has been requested; however, further information has not been received.